Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared to the emergency medical service's (ems) meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012, and obtained the following information: the patient tests 14 times a day and manages his diabetes with novolog insulin. The patient confirmed that the alleged issue occurred on (B)(6) 2012 (at approximately 8pm). Just prior to the alleged issue, the patient corrected and clarified he had suddenly "passed out" in the middle of eating dinner. The patient does not recall what his previous blood glucose reading was prior to losing consciousness and he denied making any changes to his activity level, diabetes management, or meals earlier that day. Immediately after losing consciousness the patient clarified his wife contacted the ems and she tested his blood glucose (with the subject meter) and obtained a result of "146 mg/dl". The patient indicated the ems arrived five minutes later, his blood glucose was tested with the ems's meter (34 mg/dl), and he was soon after administered IV glucose as treatment. Within 20 minutes after the alleged issue occurred, the patient stated he regained consciousness. The patient indicated he refused to go to the emergency room. Prior to the ems departure, the patient indicated his blood glucose was again tested with the ems¿s meter, however, the reading is not known. After the alleged issue occurred, the patient stated he continued to use the subject meter. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: although the patient's symptom occurred prior to the start of the alleged issue, the patient reportedly obtained a blood glucose reading of "34 mg/dl" with the ems's meter and was reportedly treated by an hcp for severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.